Event description:
It was reported that the physician was attempting to treat a patient hospitalized for angor pectoris. Angiograph result showed the lad was calcified, tortuous and exhibited 80% stenosis. It is reported that during the procedure the device could not passed the target lesion, the vessel was pre-dilated. The physician changed to another device to complete the procedure. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: the device was returned to medtronic for evaluation. The hypotube was kinked approx. 17.5cm distal to the end of the strain relief. The distal tip was stubbed. The stent was positioned correctly on the balloon between the inner shaft markers. Multiple struts from the 6th proximal stent segment were raised and deformed. The balloon had not been inflated. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (calcified and tortuous lesion with 80% stenosis). Inherent risk of procedure (stent deformed). Deformation problem. Evaluation conclusion: device failure related to patient condition (calcified and tortuous lesion with 80% stenosis). Known inherent risk of a procedure (stent deformation). (B)(4).